Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will prompt for the low battery upon a battery replacement. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. Visual inspection revealed no battery compartment damage and no corrosion. The pump powered on appropriately to the verification screen and the power circuit does not draw excessive current. A review of the black box showed multiple replace battery alarms with along with multiple reboots in between the alarms. There was no evidence of battery changes occurring prior to the replace battery alarms or the reboots that were recorded in the history. No defects were found to the power flex, battery connections, and internal components. A rewind, load, and prime sequence was performed with no power issue occurring. The pump was exercised for 24 hours with no power loss. The complaint could not be confirmed or duplicated on investigation. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.